Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd blunt fill needle had foreign matter in the bevel and the hub. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: through the analysis of the sample we can confirm that there is unknown foreign matter. However, we cannot confirm the origin of the foreign matter once the package was opened. DHR shows the in-process inspections were performed according to the control plan and no records of this defect were evidenced. The current controls for detecting the defect are performed by visual inspection of the assembly of needles every 120 minutes in 50 pieces. It was verified the batch record and the manufacturing date for this batch was march 16th to 19th, 2018. No quality notification (qn) that could related to defect were observed. The complaint could not be confirmed because there is no way to investigate the origin of foreign matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ blunt fill needle had foreign matter in the bevel and the hub. There was no report of exposure, serious injury or medical intervention.